Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer¿s insulin pump had a blank display. Costumer¿s blood glucose value was 375 mg/dl. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the when the customer woke up they observed that the screen was blank. Customer stated that the display did not return after insulin pump restart. Customer stated that the display did not return. Customer was not calling back after receiving a new battery cap. Customer was advised to allow at least one minute for the battery contacts to dry. Customer was advised to discontinue the use of the insulin pump. The insulin pump will be returned for analysis.